Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect. The photos were reviewed and showed that the catheter was observed broken/kinks; however, it is not possible to identify root cause based on the photos. A root cause was not identified. All information reasonably known as of 17-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: total knee amputation, (tka) with an adductor, cathplace: canal placement. It was reported a broken catheter, silversoaker, event occurred as the patient was removing the catheter. The black tip was not present. Additional information received 23-apr-2021 stated the catheter appeared to be really stretched out. Additional information received 27-apr-2021 stated the surgeon was going to leave the broken catheter piece inside the patient. The patient did not have any pain or issues. The surgeon may decide to take x-ray.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).